Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition tt was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 441 mg/dl while wearing the pod for longer than 48 hours. Upon removal of the pod the patient reports the cannula was dislodged from the pod infusion site. Once at the hospital the patients insulin was temporarily suspended. The patients mother was advised to give the patient water. The patient was discharged from the hospital after 4 hours.